Event description:
It was reported that a stroke occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. On (B)(6) 2019, the patient present with acute vision loss in the left upper visual field along with a left-sided headache. A computed tomography (CT) scan of the brain was performed which revealed "focal occlusive or near occlusive filling defect within the proximal right pca, p1/2 junction, concerning for thrombus. No pcomm is appreciated on the right." The patient was on 81mg of asa. A transesophageal echocardiogram (tee) was performed without evidence of device related thrombus. An unknown size leak of the device seal was observed. The patient received tissue plasminogen activator (tpa). The patient remained hospitalized and ongoing treatment is being determined.